Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and no damage was noted on the rv lead. The rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.